Event description:
This lead was implanted on (B)(6) 2004 and was capped on (B)(6) 2013 due to impedance issue with low pace less than 200 ohms. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).